Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine via an implanted infusion pump. It was reported the patient's pump had failed and they went through miserable withdrawals. It was noted the pump had to be replaced on (B)(6) 2001.